Event description:
A medwatch report was received from a regulatory agency which indicated that during use of the delivery system, the intraocular lens (iol) was not injected smoothly into the eye - the plunger released rapidly and forced the lens forward, creating a tear in the capsular bag. No contact info for the surgeon was provided, therefore, follow-up could not be performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because there was no lot number or any identification traceable to the manufacturing documentation. There was not enough info to properly complete an investigation. No contact info for the surgeon was provided, therefore, follow-up could not be performed. (B)(4).